Event description:
Physician was using the laser to vaporize the prostate. While the laser was engaged, the coupler between the rigid tubing, and the glass fiber heated up and came apart approximately 1 5/8 inches from the red hand piece toward the proximal end.